Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. No further patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead had dislodged shortly after implant. A dislodgement was confirmed on fluoroscopy.